Manufacturer narrative:
(B)(4). The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. If additional relevant information is received, a follow-up will be submitted. Per baxter's label copy, all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only." A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to baxter's technical service center that a system error (se) 2240 alarm occurred during initial drain on the home choice (hc); the home patient (hp) was connected at the time of the call. The hp indicated that this was the second time that night he had a problem with his hc; the cassette was replaced but not the bags. The technical service representative (tsr) explained that only replacing the cassette but not the bags allowed air to enter into the system, causing the se 2240 alarm. When the hp got into the I-drain, the tsr explained the se 2240 alarm then provided instruction so the hc was again at load the cassette. The hp could set up again with new supplies. However, the hp indicated that they thought it was okay then; the tsr again advised the hp to set up again with new supplies. The tsr cautioned that the hp would still have air in that system/ supplies if they were to try reusing the same supplies that were still loaded to the hc. The tsr explained that the homechoice would detect this, resulting in another system error 2240 alarm. It was unknown if the hp would use new supplies. There was patient involvement. No patient injury or medical intervention was reported.